Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had visited their dentist who told them that byte aligners are not recommended for them. The dentist told them that they have short roots and could lose their front teeth. Patient at check in marked true to pain, discomfort, loose, jaw discomfort and sensitivity. Requested letter of recommendation. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.